Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had an alert for high out of range shock impedances greater than 125 ohms. Isometrics and pocket manipulation were performed, and noise was not able to be created. The device alerts were increased to 150 ohms, and plan was to monitor. The system remains in-service, and no inappropriate therapy was delivered. No adverse patient effects were reported.